Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 489 mg/dl at the time of the incident. The customer¿s other blood glucose was over 500 mg/dl due to steroids and pneumonia. The customer stated that they calibrated once at 10 in the morning, then came back about 2-3 hours later and went dead. The customer stated that the sensor was at 182 mg/dl after it went down, checked the blood glucose was at 210 mg/dl. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.